Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon inserted a 12.6 mm vicmo12.6 implantable collamer lens, -10.0 diopter in to the patient's right eye (od) on (B)(6) 2016 and the lens was noted to be damaged. The lens was explanted on (B)(6) 2016 and exchanged for a different model and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/20.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found lens haptic torn, and there was foreign material on lens surface specified as dried, discolored material. (B)(4).